Event description:
It was reported that a malfunction occurred on the pump, indicated by malfunction code 15. The customer¿s blood glucose level did not exceed 500 mg/dl and remained within normal range. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue arises in the future.